Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. Per reporter, the product fault occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the customer's reported issue. The dso seal was replaced.